Manufacturer narrative:
No stuck button alarms noted during testing. The device passed displacement test and selftest. All buttons function properly, no damage to keypad traces and connector on electrical board was not unlocked during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a stuck button alarm. Blood glucose level at the time of the incident was not provided. No troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.